Manufacturer narrative:
Date of event: (B)(6). Date of report: 03sep2019.

Event description:
The customer reported an error code consistent with battery failure. The customer confirmed the battery lot code is the original sold with the unit and is over 5 years old. It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 15oct2019. Report date: 21oct2019. The customer confirmed the battery was replaced to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported an error code consistent with battery failure. The customer confirmed the battery lot code is the original sold with the unit and is over 5 years old. It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.